Event description:
It was reported the patient received the following results within 10 minutes: lo mg/dl (which on the system indicates a result of less than 20 mg/dl; system 1), 358 mg/dl (system 1), 400 mg/dl (system 1), 120 mg/dl (system 2), and 135 mg/dl (system 2). It is unknown if the same strips were used to obtain all of the results.